Manufacturer narrative:
The field service representative (fsr) tested the level sensor system and could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the yellow level sensor was giving false alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.